Event description:
It was reported that the leakage currents were too high when the console was received. There was no patient involvement, no adverse event was associated with the console.

Event description:
It was reported that the leakage currents were too high when the console was received. There was no patient involvement, no adverse event was associated with the console.

Manufacturer narrative:
The console functioned normally and passed all testing. During follow up with the biomed technician at the account it was found that the technician was applying the incorrect limits to the earth leakage current test procedure which caused the technician to believe that the leakage current was too high. The account has been notified of the issue with the testing and the engineer is working with them to correct their test methods.

Manufacturer narrative:
.